Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient bled from the puncture site at the groin. A femoral artery tear was found and surgical repair was performed. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.